Event description:
The patient's legal guardian (lg) reported the pod came off the infusion site (leg) while the patient was sleeping. The patient's blood glucose levels rose to 17.4 mmol/l (313.2 mg/dl) and the lg delivered a correction of 4 units with the pod but did not realize the cannula dislodged. The patient had ketones of 3.5 mmol/l (63 mg/dl) when they woke up and was driven to the hospital due to nausea and vomiting. The pod was worn for between 5 and 24 hours. The patient's bg levels rose as high as 25.7 mmol/l (462.6 mg/dl) and 15 units of insulin was administered with an insulin pen. Saline, anti nausea medication and fluids was given intravenously at the hospital for treatment. The patient was discharged after 6 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad partially attached to the bottom housing. No damages or defects were observed on the soft cannula. Inspection of the top adhesive welds were found to be incomplete resulting in the adhesive pad separating from the bottom housing. The incorrect installation of the adhesive pad resulting in incomplete adhesive welds is the confirmed cause for the reported dislodged cannula and adhesive events.